Manufacturer narrative:
All available patient information has been included. No additional patient details are available. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) hiv ag/ab result of (B)(6), when processing on the architect i2000sr. Additional testing with elisa method (xinchuang) was (B)(6) when tested using the elisa method (wantai). No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of tracking and trending data, testing using a retained kit of lot 04112be00, evaluation of clinical sensitivity of the lot, and a review of product labeling. Ticket searches determined that there is normal complaint activity for the likely cause lot. Tracking and trending report review did not identify any trends. A retained kit of reagent lot number 04112be00 had been tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lot is negatively impacted. The reagent kit showed normal performance without false non-reactive results. The clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels. The seroconversion panel results were compared to architect hiv test results. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. No non-conformances or deviations were identified. No systemic issue was identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.